Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 04/23/2018 stating that an atrial intrinsic amplitude out of range yellow alert triggered that morning but no value were reported. No known physician given at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).